Event description:
When lifting patient from the bed to chair with golvo total lift, the side rails of the bed and brake under bed made the lift align below the chest of the patient. All sling straps were connected to bar with the top straps pulled tight. The center belt twisted up into the machine and got stuck with the patient partially lifted off of the bed. Attempted to scoot patient closer to the center of the bed while partially lifted and proceeded to move patient towards the chair. At the point when all of the patient's weight was dependent on the machine the right leg strap came unattached from the lift bar. The patient tilted to the right and then the top strap unattached from the bar. Patient slid down toward floor with left leg still supported by machine. Patient slid on to the support leg of machine hunched forward hitting center of back with his head held forward. Patient developed headache and became unresponsive. Stat CT showed left subdural hematoma. Neurosurgery consult done, decided patient would not undergo any surgery per family's wishes. Patient expired.